Manufacturer narrative:
After the day of event the device was checked and service installation record was performed. No abnormality was noted. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with low corrective power was under corrected post operatively. Additional information has been requested. There are two related reports for this reported event. This report addresses the patient where identifiers were provided, and another manufacturer report will be filed for the patients with no identifiers.